Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Following reboot of the device, it is alleged that alarm behaviors were impacted and had changed. The device was in use monitoring patients. No adverse event was reported.